Manufacturer narrative:
Passed pump the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The father reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.